Event description:
Based on medical records provided by the patient's attorney: (B)(6), 2004 - patient underwent repair of incarcerated incisional hernia with a composix kugel mesh. (B)(6), 2004 - patient underwent aspiration of pelvic fluid. (B)(6), 2004 - patient underwent excision of composix mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on medical record review an obese patient with a history of mrsa underwent repair of an incarcerated incisional hernia with a composix kugel mesh on (B)(6) 2004. The medical records indicate that the patient subsequently, developed a wound seroma which after needle aspiration, spontaneously drained through the midline incision. It was reported that initially the drainage slowed down, but then the character of the fluid drainage turned to a brownish color. The medical records indicate that on (B)(6) 2004 the patient underwent exploration with removal of infected mesh. It was noted that, "there was draining from the edge of the mesh material so the decision was made to take out the mesh so we could see what was beneath it." Once the mesh was removed it was noted that "there was a phlegmon type reaction behind the mesh." Based on the information provided, it is unknown whether the device may have caused or contributed to the reported event. The medical records indicate that the patient was treated for a seroma which is a known possible adverse reaction listed in the IFU. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for evaluation. No conclusion can be drawn at this time.